Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified bd syringe had difficulty connecting which led to leakage. The following information was provided by the initial reporter: "it was reported that the staff is experiencing high pressure within the maxzero cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline. Event description states: we are getting more reports from the neag infusion room about problems with the maxplus needleless connector. This is a different issue than was reported several months ago. The nurses are reporting that they are experiencing high pressure within the cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline with potential for spraying blood and / or chemo."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Franklin lakes, new jersey (nj), USA has been used as a default. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe had difficulty connecting which led to leakage. The following information was provided by the initial reporter: "it was reported that the staff is experiencing high pressure within the maxzero cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline. Event description states: we are getting more reports from the neag infusion room about problems with the maxplus needleless connector. This is a different issue than was reported several months ago. The nurses are reporting that they are experiencing high pressure within the cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline with potential for spraying blood and / or chemo."